Event description:
The hosp informed maquet that a cupola detached from its spring arm and fell during a cleaning procedure. A hosp employee cleaning the light received a minor bruise while attempting to prevent the cupola from falling. (B)(4).

Manufacturer narrative:
The customer has advised maquet that the safety sleeve was damaged when it collided with another object at the facility, prior to this event. This sleeve is used to secure into place the retaining pin which joins the cupola to the spring arm. In this instance, because the sleeve had been significantly damaged prior to the event, it was unable to secure the pin. When the technician moved the light during its cleaning, the pin moved out of position, facilitating the detachment of the light head. The light was repaired and the damaged spring arm replaced by a maquet field service technician. The customer advised maquet that they have inspected the sleeves in their other rooms and no other damaged sleeves were found. The hanaulux 2000 series operating manual advises that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is the primary service provider of these lights; the last yearly maintenance on this device was performed in (B)(4) 2011. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.